Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It has reported that the subject device had noise resembling lines appeared on the image. The event occurred during set up before the patient entered into room. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; h2; h3; h6; h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: faulty internal printed circuit board. A root cause could not be identified. Based on the results of the investigation, the noise resembling streaks that appeared on the image was due to a faulty internal printed circuit board. The most probable cause was traced to component failure. . Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.